Event description:
It was reported that the driver broke during set screw breakoff. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Visually confirmed approximately ~3mm of the instrument tips have been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.